Event description:
An ipp device was implanted on 10/18/90. The cylinders and reservoir were revised on 1/28/91. The cylinders were revised on 5/19/97. The reservoir was removed from the pt and replaced on 9/8/97 due to fluid loss-leak from reservoir tubing.